Manufacturer narrative:
Event date is estimated. The event of patient's ipg reaching end of life was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-00671. Patients dbs ipg's were reportedly inoperable. Patient underwent surgery on (B)(6) 2023 where in both dbs ipg's were replaced and therapy was restored.